Event description:
It was reported that when a manufacturer¿s representative was interrogating patient with clinician¿s programmer it cleared out all of the patient data. It was noted that it was though it could have been due to the software card and using an old version and then back to a newer version. It was reported that the manufacturer¿s representative had reprogrammed that patient for the past 4 subsequent times and would see ¿error has occurred all settings will be erased code 0,0.¿ it was noted that it clears everything even the lead configuration every time the manufacturer¿s representative interrogates the patient. It was reported that the manufacturer¿s representative was using the new aar card and had not had any other problems with other patients and programming since the aar card was released. It was noted that the patient had not had any falls or trauma. It was reported that the patient had never had relief and patient felt belly stim since implant in (B)(6) 2013. It was noted that when the manufacturer¿s representative touches the implantable neurostimulator (ins) with clinician programmer it ¿does funky stuff¿ and kept closing her out of the clinician programmer session. It was reported that this ¿is a last effort to try high rates¿ and that the healthcare professional (hcp) is talking about doing a revision or battery change on the patient. It was reported that impedances were normal. It was noted that the manufacturer¿s representative created a new program for the patient. It was reported that the patient was trying a higher rate setting to see if this helps with the belly stim. It was reported that the patient had not had any improvement with the new programming. Additional information received reported the patient is meeting with their health care provider (hcp) in (B)(6) to discuss changing their implantable neurostimulator (ins) to a rechargeable device. It was further reported there was no clinician programmer issue. It was noted the patient is the only one who has had issues with multiple clinician programmers. Additional information received reported the patient¿s device was interrogated again by the clinician programmer and the error code showed again despite clearing. It was reported the health care provider (hcp) feels this warrants a battery exchange. It was noted the implantable neurostimulator (ins) has been interrogated by four different clinician programmers with updated data cards yet it continues to reset leaved the patient with inadequate coverage. It was noted the patient is scheduled for battery replacement on (B)(6) 2014. Additional information received reported the replacement date has been rescheduled for (B)(6) 2014.

Event description:
Additional information received reported the manufacturer representative met with the patient one day prior to report and they are doing well since their battery replacement. It was noted that the manufacturer representative performed reprogramming and the patient stated they have better coverage than with their previous device.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found that both set screws had backed out too far. It was reported they found the electrode pairs on the ins had good, stable output. It was found there was foreign material under the cover. It was found all electrode pairs referenced to a positive #0 and #8 electrodes. It was determined there was a crc comparison failure due to the bit being stuck low in the u6 electrically erasable programmable read-only memory (eeprom).

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.